Event description:
Patient reported bilateral primary hip implants in 2021. Patient reported pain, stiffness, difficulty walking/sitting, and muscle spasms. Patient noted a lawyer reached out to him and after "doing some research" would like to know if his implants are subject to a recall. This pi is for the right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.